Event description:
It was reported that the patient presented for follow-up in clinic. Upon device interrogation, it was noted that the atrial lead exhibited noise oversensing. The atrial lead was capped and replaced on 15 aug 2022. The patient was in stable condition throughout the procedure.